Event description:
Procedure type: liver resection. According to the reporter: during stapling of second renal artery (the first one was already successfully stapled) I fired the stapler normally without a problem. Also, the cutting seemed to occur normally, but then it did not open while still on the artery. With a hand port I tried to manually open the stapler, which was impossible. Finally I used a clip below the staple line and cut off the stapler and artery at the other end without blood loss, but with an extensive warm ischemia time. There was unanticipated tissue loss. The warm ischemia time to the donor was 9 minutes. This may have impact on the results of the transplantation. ¿the patient, in any, has extension of the hospital stay. No longer hospital stay for the donor.

Manufacturer narrative:
(B)(4).